Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided; best estimate is between (B)(6) 2019 and (B)(6) 2019. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a model zcb00 20.5 diopter intraocular lens (iol) was implanted in the patient's right (od) eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 due to unexpected post-op refraction. The replacement lens was another zcb00 with a lower diopter (1935). The customer also indicated that the explanted lens will not be available for return. No further information was provided.